Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. No unexpected audio/beep, alarm during testing or in pump history screen noted. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump alarmed after battery change due to faulty connector on interface board. No alarm noted during testing. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump depleted the batteries quickly and alarmed multiple alarms. Customer's blood glucose was 16 mmol/l. Customer reverted to backup plan. During troubleshooting, found unexpected restart alarm, low signal alarm, displayable history check failed alarm, low battery alarm, and 2 motor error alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.